Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have been having issues with an unspecified number of patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. The samples will recover below the measuring range of the assay and then recover a normal value when repeated. The customer provided data for a total of three patient samples tested for mg2 magnesium gen.2 (mg), ca2 calcium gen.2 (ca), and lact2 lactate gen.2. Of these samples, one had erroneous initial mg result that was reported outside of the laboratory. The sample was repeated and the repeat result was believed to be correct. The sample had an initial mg result of 0.2 mg/dl accompanied by a data flag, which repeated as 1.6 mg/dl. No adverse events were alleged to have occurred with the patient. The mg reagent lot number was 238087, with an expiration date of 11/30/2018. The field service engineer determined that the sample probe was faulty. He replaced the sample probe and performed probe adjustments. He checked the sample mechanism and liquid level detection voltage. He checked the cell rinse tubing, rinse dispense levels, and checked for proper vacuum evacuation. He performed a check on the ultrasonic mixer and vacuum pump. He cleaned and checked the high and low concentration waste valves. He checked probe alignments, rinse water volumes, and gear pump pressure. No further results below the measuring range of the assay were observed. The customer ran quality controls and precision studies; all recovered within their guidelines.

Manufacturer narrative:
The customer has confirmed that there were no adverse events related to the event.

Manufacturer narrative:
The probe failure is most likely related to improper pre-analytic sample handling.